Event description:
It was reported, that the patient with this implantable pacemaker device was surgically repositioned, due to lead length is insufficient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).